Event description:
It was reported that the needle is missing or there is a defect preventing the needle from coming out. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-04386. The report was submitted in error.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 11-oct-2021 d4: correction: device expiration date: 01-oct-2026.

Manufacturer narrative:
Other, other text: a customer response was attached to the complaint. (B5) there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6c) no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed.

Event description:
Additional information was received on 27sep2022 (via email): no product available for return. A customer response was attached to the complaint: customer stated, "I believe it may have just been user error."